Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information requested and obtained: it was a b5lt, and it is the trocar that melted and stuck to the end of the harmonic. I don¿t believe there was any damage to the harmonic. No surgeon report of it operating at higher temps. Device analysis: the analysis results found that only the sleeve from the b5lt device was returned with a harh36 inserted through the sleeve. Upon testing, the harh36 was removed with difficulties through the sleeve. The device was disassembled, in order to evaluate the condition of the seals and was confirmed that the seals were found damage and the lubricant was insufficient from the seals causing the removing issue. The most likely cause for the found condition is related to the manufacturing process. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure that the harmonic got stuck inside the trocar and it looks like its melted. Another like device was used to complete the procedure. There were no adverse consequences for the patient.